Event description:
It was reported that the left ventricular (lv) lead had a drop in impedance. While revising the lead, the physician noted that the outer sheath and insulation were gone and the lead was "hanging by a wire." Further dissection found the wire to be broken. The physician was unable to completely remove the lead, so the lead was cut and capped. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d274trk implantable cardioverter defibrillator, (B)(6) 2011; 6947 implantable tachy lead, (B)(6) 2011; 5076 implantable pacing lead, (B)(6) 2011. (B)(4).

Manufacturer narrative:
Product event summary - the partial lead was returned in segments. The distal conductor of the lead became extrinsically fractured due to melting. The distal conductor of the lead developed a fracture due to flexing while in vivo. The outer insulation of the lead was extrinsically breached due to a cut. The overlay tubing of the lead was extrinsically breached due to melting. The overlay tubing of the lead was extrinsically melted but not breached.